Event description:
The complainant reported the 59-year-old male patient was having a replacement impella 5.5 implant and when reopening the axillary pocket, heel of initial 8mm vascutek graft lifted from subclavian artery. Vascular surgery was called and attempted to repair artery with pericardial bovine patch. Luminal walls friable and were not able to hold. Vascular surgery decided to replacement segment of the subclavian with an 8mm dacron graft. Proximal and distal flows heard with strong quality via doppler. From here vascular surgeon performed a graft-on-graft anastomoses utilizing 2 6-0 prolene sutures for the impella 5.5 placement. The pump was placed, and support continued for 23 days.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
Additional, information received via abiomed¿s long-term outcome and quality (loqi) indicator impella registry indicating an allegation of ventricular arrythmia: it was reported that on (B)(6) 2024 there were runs of ventricular tachycardia, the impella was repositioned using echo and volume was given as treatment. The patient outcome is unknown.

Manufacturer narrative:
The investigation is still pending, upon investigation closure, a supplemental MDR will be filed. B5 updated with additional information. H6 updated with additional adverse event information g2 report source: study was missing on manufacturer device report 1220648-2024-18122.